Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was unknown. Customer reported that the screen was hard to view due to fog. Customer reported that the battery life diminished and insulin pump had rejected new battery. Customer reported that the insulin pump had unexplained no delivery alert. The insulin pump will not be returned for analysis.